Manufacturer narrative:
The subsidiary site determined the single board computer (sbc) needs replaced.

Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's subsidiary investigated the issue and isolated the cause of the complaint effects to the single board computer (sbc). When they installed a new sbc, they reported the central control monitor (ccm) operated as intended. Through correspondence with the manufacturing engineering center (mec), they did not report any damage to the sbc board. No additional action will be taken at this time.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there was an error message of "disk boot failure, insert system disk and press enter" displayed on the central control monitor (ccm). They turned off the system-1, and the ccm does not display. The device was not changed out, as the case was postponed.